Manufacturer narrative:
Visual evaluation of 4 unused, unopened minicaps revealed presence of povidone iodine in the sponge of all 4 minicaps. Visual evaluation also revealed that all sponges were wet from povidone iodine.

Event description:
A home pt (hp) reported multiple incidents of dry minicaps. According to the hp some sponges appeared wrinkled, some were only slightly colored in appearance indicating the possibility of not enough povidone-iodine solution, and some sponges were white in appearance indicating no evidence of povidone-iodine solution. Per hp there was no pt injury associated with these incidents.